Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly a pcu module will not power on, and therefore, the front case keypad will be replaced. There was no reported patient involvement.

Event description:
It was reported that allegedly a pcu module will not power on, and therefore, the front case keypad will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Investigation conclusion: the customer reported complaint of the keypad being replaced due to the pcu module not powering on was confirmed. Test results identified that the ac indicator light illuminated after plugging in the power cord. The keypad turned on unexpectedly when connect to the cad pcu test fixture #10013973 (eq 111582) for functional testing. Further testing found that the system on key did not function. All other keys on the keypad worked as intended. Device inspection: external and internal inspection was performed on (qty 1 printec p/n tc10013664). During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. During external inspection, the keypad was in good condition with no issues observed. Root cause analysis: electrical failure ¿ design. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only a keypad was provided for the investigation.